Manufacturer narrative:
A visual examination of the returned radial head was performed under magnification. The radial head has a clean, smooth surface inside and out, without any wear or discoloration. Additional MDR associated with this event: 3025141-2020-00195; head.

Event description:
An arh radial head replacement system was implanted in the patient two years ago. Post op, the patient developed an allergic reaction that moved throughout the body so the hardware was removed.